Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via the right femoral artery. The 2.5-2.75x34mm, 70-80% stenosed, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 6f guide catheter was engaged and a non bsc guide wire crossed the lesion, pre-dilation was performed with a 2x12 non bsc balloon catheter. Subsequently, a 38 x 2.75 promus premier¿ drug-eluting stent was implanted to treat the lesion. However, post stent deployment, more than 5mm foreshortening in the proximal portion of the stent was noted. The proximal portion of the stent was post-dilated to ensure full apposition to the vessel wall and the procedure was completed. No patient complications were reported and the patient's status was stable.